Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, extrusion, dyspareunia and internal bodily tissue and other injuries following the procedure. Internal bodily tissue and other injuries following the procedure. It was reported that patient underwent mesh revision on (B)(6) 2008 and (B)(6) 2012 due to mesh exposure into vagina.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2012 by dr. (B)(6) due to expose vaginal mesh.